Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (380-456 mg/dl) despite delivering correction bolus via the pump. Customer suspected that the pump was not performing as intended. The following day, the pump declared multiple cartridge alarms (cartridge alarm 16 - delivery request fail). Customer reverted to manual injections for insulin therapy.